Event description:
Customer reportedly received result of 103 mg/dl on advantage system 1 and 270 mg/dl on advantage system 2 within 10 minutes. Customer states the test strips may have been left in the car. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551045, expiration date 10/31/2010). Reference medwatch report with pt identifier (B) (4) for the suspect device used in system 2.